Event description:
Received 8u insulin. After injection, staff attempted to activate the safety device of the needle by pushing the plunger completely down, however, the needle wouldn't retract, despite force pushed on plunger. Staff disposed of needle into a sharps container.